Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon review, the implantable cardioverter defibrillator triggered an alert for long charge time. The patient notifier was delivered but the patient did not feel the notifier. The device was explanted and replaced on (B)(6) 2018. The patient was stable throughout.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.